Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports the lancet needle protrudes from the end of the device end cap. Lancet is properly seated. No adverse event alleged. A request was made for the return of the device.